Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported that during the procedure the lead had positioning/fixation difficulties and was not implanted. A new lead with tines was then placed. No patient complications have been reported as a result of this event.